Event description:
The patient underwent generator replacement surgery due to the devices battery being depleted. The explanted device was returned for analysis. Analysis found that the generator was at eos, and found that a resistor was out of specifications, in a manner which could potentially contribute to premature eos, however, battery life calculations along with other electrical tests confirm that the battery depletion was an expected event.